Manufacturer narrative:
Related MFR #2916596-2022-01524 capturing previous driveline repair. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called the clinic from home to report that their driveline was partially cut. The damage resulted in driveline power fault alarms. The patient was admitted to the cardiovascular intensive care unit (cvicu). An external driveline repair was performed in the past and there was not enough space on the lead for another repair. The system controller was exchanged, however the alarms returned. The previously applied rescue tape was removed, and the damage was reinforced with new rescue tape. The patient was not a candidate for a pump exchange, so they were discharged home on orders to be careful with their driveline. The alarms were silenced.

Event description:
Additional information reported that the patient had psychiatric problems and that the driveline damage had been caused intentionally by the patient with a knife. The driveline was unable to be repaired and the faults did not resolve but have been permanently silenced. The patient was to be followed up for their psychiatric problems.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photographs confirmed pump cable damage that would have contributed to the reported driveline power fault alarms observed within the submitted log files. According to the account, the patient had psychiatric problems and the damage was caused intentionally. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of psychiatric problems could not be conclusively established through this evaluation. It was reported that the patient intentionally cut their driveline with a knife approximately 5" from the exit site and that the patient experienced driveline fault alarms. The patient was subsequently admitted to the cardiovascular intensive care unit. The alarm reportedly cleared via the system monitor, but later returned. The patient's system controller was also exchanged; however, the alarm did not clear. Rescue tape covering the patient's previous driveline repair (reference 2916596-2022-01524) was removed and new rescue tape was applied. The controller event log file contained events from 06nov2022 through 12nov2022, per the timestamps. A driveline power fault alarm, associated with a pwr_b fault flag, as well as a transient com_b fault flag, were captured on 12nov2022. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The submitted photographs revealed damage to the rescue tape, kapton tape, and copper foil of the patient's previous driveline repair. Additionally, complete fractures of the red and blue wires were observed in this location. Further evaluation of these photographs could not confirm any additional wire damage. Power to the heartmate 3 lvas is supplied by two redundant wires, the brown wire (power a) and the red wire (power b). The system controller monitors the current in each of these wires to detect open-circuit conditions. When the system controller compared the current in the red wire to its redundant wire, the fractured inner conductors would have resulted in the driveline power fault alarm observed within the submitted log files. Additionally, the system is grounded by two redundant wires, the black wire (ground a) and the blue wire (ground b). A complete fracture of the blue wire, as observed in the submitted photographs, results in the loss of ground redundancy. It should also be noted that although no driveline communication fault alarms were observed within the submitted log files, the transient com_b fault flag is indicative of a possible issue with yellow wire; however, damage to this wire could not be confirmed via the submitted photographs. As of (B)(6) 2023, the patient was being monitored for their psychiatric problems. It was also noted that patient was not a surgical candidate for pump exchange or transplant. Due to privacy issues, the hospital declined to provide any additional information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, "introduction", lists psychiatric episode as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline could cause the pump to stop. This section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, this section lists psychosocial issues as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." This section also explains all alarms, including the driveline power fault, and the actions associated to resolve the alarms. Section 8 of the IFU, "equipment storage and care", explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." This section also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 of the handbook, ¿handling emergencies¿, lists examples of emergencies, including the driveline power fault alarm, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer's investigation is complete.